Event description:
During an in clinic follow up, noise and inappropriate mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. Provocative maneuvers were performed; the noise was reproducible. The ra lead was explanted and replaced to resolve this event. The patient was stable.